Event description:
After iabp for seven days, the "gas loss" alarm sounded from the pump and the iab leaked. The iab was never returned to datascope for evaluation. Event complications: none from the event - reported 7/30/97. Pt current status: unk - rpt'd 7/30/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.